Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for the past 2 weeks they have been having issues when trying to charge the implant. Caller stated that the controller will not beep at the end of the charge session. Caller added that they charged for an hour and 45 minutes this morning from 60% and it didn't even reach 100% even though the charge quality showed excellent. Caller stated in addition when they place their finger on the screen to try to unlock; it only works 10% of the time...they have to try to press and hold the icon 2-3 times for it to work. Caller stated they have tried resetting the controller but that did not resolve the issue. Agent had caller confirm audio is turned on. Caller stated they know the difference between charging 100% and charging finished; caller stated they will reach charging finished and it does not beep like it used to. Caller stated another thing that happens is when charging they will see a message to check the recharging; and they will check and it will show recharging excellent. Caller mentioned they lost 70 lbs and can feel where the implant is and knows exactly where to place the recharger paddle to get a good connection. Caller also mentioned that they charge the ins twice a day. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery and confirmed flashing green flashing light; controller is 100 percent and implant is 80 percent. Caller then connected recharger and confirmed charging excellent. Caller confirmed no damage on the recharger nor the controller port pins. Agent had caller blow in the port and wipe the pins on the recharger to ensure no debris. Caller then connected the recharger and confirmed recharging excellent. Caller was adamant that the controller and battery pack need to be replaced. Agent reviewed we can replace the controller at this time as the issues presented to not appear to be related to a battery pack issue. An email was sent to the repair department to replace the controller. Caller mentioned having equipment replaced in the past.